Event description:
The rptr stated that he did a meter to lab comparison test, within an hour, with a result of 114 mg/dl on his meter, and a result of 152 mg/dl from the lab. He did not have any symptoms. No harm was alleged.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8